Event description:
It was reported that a user received alerts to connect their continuous glucose monitor (cgm) or enter a blood glucose value, and also received a pairing failed alert after applying a new dexcom g7 sensor and entering the pairing code. Troubleshooting and education were provided, including toggling settings and reentering the pairing code with instruction to allow time for pairing. No reported symptoms. Outcomes included no clinical impact reported. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pairing issue persisted at least initially, and follow-up contact attempts were made. It was concluded that the event involved a sensor pairing failure with the responsible device not identified.